Event description:
The customer reported, a loss of fluoro function during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable receptacle. Customer does not want to repair system at this time. (B)(4).